Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose level was 300 mg/dl. Customer changed cartridge and infusion set to address the issue. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.